Event description:
It was reported the patient stated "4 weeks after implant the lead came loose" and had to have a lead re-positioning done. Follow-up to the physician's office revealed that the atrial lead was repositioned a few weeks post implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m-62, lead, (B)(6) 2014. (B)(4).